Manufacturer narrative:
This complaint record is being downgraded as the new information provided does not meet the criteria of a complaint per the complaint handling procedure. In the event, if any additional reportable information is received, then the complaint will be reopened and new information will be submitted. There was no patient involvement and no injury related to this event.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in the e1 section initial reporter name, the full initial reporter's name is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump had displayed safety disk due replacement message during preventive maintenance. There was no patient involvement. There were no injuries or death.